Event description:
It was reported that during interrogation, the right ventricular (rv) lead exhibited loss of capture, low pacing impedance, and sensing less than 0.5mv. X-ray was performed and revealed that the rv lead had dislodged. The rv lead was explanted and replaced. The patient's condition was stable.